Event description:
The catheter was confirmed to be dislodged. No additional details were provided. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.